Manufacturer narrative:
(B)(4). Jaw/cam.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, it seemed that the deployed clips were unformed, so the doctor changed the device to a new one just in case. There were no adverse consequences to the patient.